Event description:
The user facility reported that the front rollers from the sterilizer cart stayed in the inside position, while retracting the cart from the sterilizer. The employee attempted to grab the transfer carriage to prevent it from falling and sustained bruises to her arms. No medical treatment was sought or administered. The employee is fine with no sustaining injuries. No procedural delays or cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the loading equipment and found it had worn latch pins, which caused the pivot arm rollers to unlock from the docking stand latches during equipment use. Through customer feedback and field service experience, steris has learned that evolution transfer carriage users may experience premature wear of loading car components. Users may also experience difficulty in loading and unloading the evolution sterilizer due to the carriage not performing as intended. This issue is the object of a voluntary field correction initiated by steris corporation on (B)(4) 2012 (recall # 3005899764-03/19/201-001-c) of evolution transfer carriages. As part of the voluntary field correction, steris developed a series of hardware improvements to the transfer carriage to enhance the reliability and operation. It is important to note that these issues do not affect the sterilization of instruments processed in the sterilizer. The unit subject of the reported event was corrected on (B)(4) 2012 and no further issues have been reported with the equipment. The loading equipment is not under steris service contract and is currently maintained and serviced by the user facility.